Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single device leaflet attachment (slda) and recurrent mitral regurgitation (mr). It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat functional mr with a grade of 4. One clip was implanted, reducing mr to 1. Visualization was noted to be difficult due to imaging quality and leaflet insertion was difficult to confirm. On (B)(6) 2019, the following day, it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). On (B)(6) 2019, new information was provided which reported that the mr had increased to 4. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other incidents. All available information was investigated, and the reported difficulties were likely related to case circumstances. The single leaflet device attachment (slda) resulting in recurrent mitral regurgitation (mr) was due to the difficult imaging of the leaflets and the clip. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.